Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was down due to software malfunction. A field service engineer installed new drive, imaged and sync to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system, it had a blue screen with a black background asking to enter a password not allowing to launch the application in operation room. The customer reported that this malfunction occurred when the user tried to issue medication to a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.